Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Oversensing with pacing inhibition was also observed with range of motion. An invasive procedure was performed. There was a concern the lead had fractured, however it was not confirmed. The lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.